Event description:
A french customer ran blood glucose tests using 2 contour link meters and received readings of 0.59g/l and 2.02 g/lthe difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strips were returned for evaluation.

Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.